Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a dialysis catheter. The customer reports: catheter extension blew off on ij placement. Patient was in micu on cvhd.

Manufacturer narrative:
Submit date: 7/14/2008. An investigation is currently underway. Upon completion, the results will be forwarded.